Event description:
It was reported that this patient presented to the emergency room after having received shocks from their cardiac resynchronization therapy defibrillator (crt-d) device. Review of device data indicated the patient received seven (7) rounds of atp therapy and two (2) shocks of 41 joules over three (3) episodes. All therapy was noted to be appropriate for the ventricular tachycardia (vt) at a rate of 140 beats per minute (bpm). However, one (1) of the rounds of atp therapy accelerated the rhythm up to 200 bpm, which led to the second shock. Evidence suggests the shocks converted the patients rhythm and therapy was not exhausted. It was indicated that the patient will continue with routine follow up. The device remains in-service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on additional information. It was reported that this patient received additional anti-tachycardia pacing (atp) therapy and shock therapy from their cardiac resynchronization therapy defibrillator (crt-d) device due to a ventricular tachycardia (vt) as observed in subsequent stored episodes. As a result, the device was programmed to a monitoring only configuration. The device explant indicator was then triggered, and the device was subsequently explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.